Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty gold force sensor resistor. No alarm for a loose drive support disk due to motor error alarms. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window. The motor was tested outside of the device and passed.

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out of end of the tubing during manual priming process. The customer's blood glucose was 136 mg/dl. The drive support cap was recessed. The customer stated that the device did was not dropped. The discontinuation of the device was advised. Nothing further was reported.